Manufacturer narrative:
(B) (4). The ge service rep tightened the loose contact in the power plug. He tried to duplicate the problem but could not duplicate it. He regreased the high voltage cable candles and tested the system with high level fluoro shots at 12kvp/16ma for level minute until the tube is hot. There was no arcing heard in the tube. The system works as intended.

Event description:
The customer reported that the system made a loud popping noise and would not make x-rays. No patient injury was reported.